Event description:
Complainant alleged that the clinicians were attempting to defibrillate a pt (age unknown) who was in cardiac arrest. The clinicians defibrillated the pt six times, but upon the seventh attempt to shock the pt, the multi-function cable would not allow energy to discharge and the defibrillator displayed an "electrodes off" error message. The clinicians then obtained another multi-function cable and defibrillated the pt. The complainant indicated that the pt subsequently expired, but the pt outcome was not as a result of the reported malfunction, as the pt was treated under a second code procedure.